Event description:
Same as manufacture #6000093-2005-00091. It was reported that less then 24 hours after a drug eluting stenting treatment procedure, an acute thrombosis occurred. In 2005 the pt presented to the cath lab with occlusions of the left anterior descending artery (lad) and circumflex (cx). The lad was stented with a taxus express2 - 2.75 x 32 mm stent followed by a taxus express2 - 2.75 x 8 mm stent in the cx. After the procedure, on the same day, the pt was brought back to the cath lab emergently. The lad and the cx were determined to be completely closed down. The physician was unable to successfully treat the occlusion before the pt expired. It is noted that the facility will not release any further info at this time.